Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10555. The patient received the scs system which included two surgical leads from the same lot. It was reported impedance issues had been identified. Reprogramming did not resolve the issue. X-rays imagery revealed the leads had migrated. The physician attempted to relocate the leads, but was unsuccessful. The physician then elected to implant two percutaneous leads from the same lot (device 2). Intra-operative testing revealed the patient was receiving coverage in her legs, but not in her back. The physician made several unsuccessful attempts to reposition the percutaneous leads stating the patient seemed to have dural obstructions. The patient began to experience pain during the procedure, thus the physician aborted the procedure and explanted the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.